Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported event could not be determined. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Infection, bleeding, renal dysfunction, sepsis, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted from long term acute care on (B)(6) 2020 for failure to thrive and diarrhea. The patient was found to have a severe clostridium difficile (c-diff) infection and a massive gastrointestinal bleed which lead to hemorrhagic shock that required the maximum dose on 4 vasopressors and massive transfusion protocol. The patient was intubated with anuric renal failure (likely acute tubular necrosis). The patient went for a computed tomography angiograph (cta) which showed no active arterial extravasation of bleed. Esophagogastroduodenoscopy and a colonoscopy was performed which did not show an identifiable source of bleed. White blood cell count continued to uptrend to the 40s and the patient became acutely more hypotensive requiring additional vasopressors. An infectious workup revealed only pan-resistant acinetobacter in respiratory chest x-ray for which meropenem was switched to cefiderocol. Hypotension continued to worsen despite increase in medication. The patient expired on (B)(6) 2020 from cardiac arrest due to septic shock. No autopsy was performed and the device was not explanted. The cause of the sepsis was not clear.